Event description:
A letter was received from user facility stating the atw35 was used in an unknown procedure. It was reported the device would not clamp down and fire. Another atw35 was opened to complete the case without incident. There was no consequence to the patient. The rep was notified to follow up. 12/17/1998 the rep found no further information except the event date.